Manufacturer narrative:
(B)(4).

Event description:
Customer reported the hub of the needle was cracked during use. The issue was found on two different devices with the same patient. It was reported "there was no serious consequence. We had to put the patient back to sleep (anaesthesia) because of the time of the intervention increasing. It was due to the absence of venous flow back in the syringe connected to the involved needle." The patient's condition is reported as fine.

Event description:
Customer reported the hub of the needle was cracked during use. The issue was found on two different devices with the same patient. It was reported "there was no serious consequence. We had to put the patient back to sleep (anaesthesia) because of the time of the intervention increasing. It was due to the absence of venous flow back in the syringe connected to the involved needle." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.